Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported "door not fully latched" message was confirmed through review of the event history log. This condition has been attributed to pulled threaded inserts causing separation between front case and mechanical assembly. The front case was replaced.

Event description:
It was reported that a spectrum pump had a "door not fully latched" message. It was also reported there was no patient injury.